Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review, it was determined that the reported event involved non - getinge (edwards manufactured) pressure transducer adapter cable and no malfunction was identified with the device (cs300). Therefore the event is non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) does not read blood pressure. No patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.